Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the battery was not accepting a charge despite receiving new programmer and charger. There were no factors that could have contributed to the issue. There was no troubleshooting performed. The hcp opted to replace the battery.